Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on, despite inserting a new pad-pak. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was not patient involvement reported with the event.

Manufacturer narrative:
Upon receipt, the device could not be powered on via the on/off button with a test pad-pak and no flashing status led was observed, as per the reported fault. Further investigation revealed damage to capacitor c128 that would be consistent with electrical overstress. C128 which forms part of the drivers and power supplies circuitry that provides the vin (+18v) to power up the pcba and status led. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device would not power on, despite inserting a new pad-pak. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was not patient involvement reported with the event.